Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2017160 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. This complaint is related to (B)(4) and was opened to capture the leur lock being off-centre with the cascading effects of sheath damage and a proximal needle break; (B)(4). The device involved in the complaint was evaluated in the laboratory on 22 jun 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stylet returned not inserted fully into device. Distal end of needle examined, and observed to be broke approx. 5.5cm from tip of the sheath (ipe of ruler used ipe0402). Mlla (luer lock) observed to be off centre. Sheath observed to be frayed and jagged below sheath extender. Stylet examined and no issue observed. Needle removed from device and needle break below sheath extender observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue but distal end of needle does not move. Stylet removed from device without issue. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2017160 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2017160. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being used when adjusting the length of the sheath with the sheath extender. This may have caused the leur lock to go off centre resulting in the connection between the luer lock and scope becoming loose and as a result unable to lock on to the scope. Engineering input confirmed that the damage to the sheath and proximal needle break were cascading effects of the leur lock issue. A request was made to verify if the additional failures of the luer lock off-centre, sheath damage and proximal needle break were observed prior to the device retuning but this information was not available. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, it was observed during the lab evaluation of (B)(4): luer lock off-centre, sheath damage and proximal needle break. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to excessive force being used when adjusting the length of the sheath with the sheath extender. This may have caused the leur lock to go off centre resulting in the connection between the luer lock and scope becoming loose and as a result unable to lock on to the scope. Engineering input confirmed that the damage to the sheath and proximal needle break were cascading effects of the leur lock issue.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-apr-2024.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the lab evaluation of pr (B)(4) multiple failures were observed in addition to the reported needle break including the leur lock being off-centre, a proximal needle break below the sheath extender and the sheath being frayed and jagged below the sheath extender. Engineering input confirmed that the luer lock, sheath damage and proximal needle break are related failures. No adverse effects on the patient has been reported. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located: _____________________ was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site : pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site : nc. If not with the device in question, how was the procedure performed and/or finished? With another echo-hd-3-20-c. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the needle on lot c2017160. On lot c2011689 : na. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? N/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? 1 on lot c2017160 and 0 on lot c2011689. Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?